Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl due to food consumption. Customer was able to correct their blood glucose with insulin pump. The customer also reported experiencing high and low blood glucose in the past four weeks. The customer was unable to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.